Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. During the device replacement procedure, the right ventricular (rv) lead was unable to be removed from the device. The rv lead was cut, and the device was successfully explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew to release the ventricular lead was confirmed. The analysis found the setscrew could not be untightened and had to be removed by machining. The header material elasthane was confirmed to be the substance found in the ventricular connector block threads, which caused the setscrew to be stuck in place and unable to be untightened by the wrenches. A manufacturing anomaly may have occurred that left or caused the elasthane to be in the connector block threads.